Event description:
Additional information received indicated patient underwent surgical intervention where both the leads were replaced, and therapy was restored.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were replaced and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2024-02131. It was reported that patient was not receiving effective therapy since the impedances were high on all contacts of both leads. Also, due to this issue of high impedances ipg was unable to be placed into MRI mode. The patient noted having a fall the year prior. Patient may be undergoing surgical intervention at a later date.

Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.